Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS iPhone 14 Pro Max / 2.9.1 / iOS_18.6.2.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin.